Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The eval found the device out of specification with respect to the reported symptom. Seventy nine occurrences of air in line alarms were found during review of the event history log. The alarm was experienced during the eval. The distance between the pusher and sensor was found to be out of specification. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump experienced constant false air in line alarms. It was also reported that there was no pt injury.